Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in 2002. For the past few years the user reported increasing pain at the implant site. Magnet strength was reduced.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an inflammation at the implant site and external auditory canal. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Further information on the device explantation report states that the electrode was found partially inserted at explantation likely due to a post-operative migration of the active electrode out of cochlea. This is a final report.

Event description:
The user was implanted in 2002. For the past few years the user reported increasing pain at the implant site. Magnet strength was reduced.